Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device the light source has no electrical connection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light source has no electrical connection the probable cause is electrical/electrical component; open circuit; short circuit; signal loss; power source; loss of power; power fluctuations. Material problems like degradation. Mechanical problems like stress; fatigue; mechanical shock; wear and tear; deformation; vibration; fracture. Environmental problems like dust or dirt that led to connection issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.